Event description:
It was reported that the patient had breathing difficulties after implantable cardioverter defibrillator (ICD) system implant while still in the operating room. The patient was taken to xray and died there. An autopsy will be scheduled. No issues with implant were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant prodcuts: ddbb2d4 implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2013; 6947m62 implantable tachy lead implanted: (B)(6) 2013. (B)(4).